Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that there was a recurring issue with the total parenteral nutrition catheters coming apart at the repair site in children, and that on the most recent occurrence, the cuff had been completely filled with cement and still came apart after 3 days. This required an additional procedure to replace the line, but there were no further injuries reported.